Event description:
It was reported that the next day check, post implant, found the atrial lead not capturing at full output. A cxr (chest x-ray) confirmed that the atrial lead was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).